Manufacturer narrative:
Follow-up #1 and final report submitted to update based on the results of investigation. "Reported event: robot cut out after completing the distal femoral cut (first cut of procedure) and provided error message #24 in joint #5. The arm was locked in patient¿s joint and required manual brake release to remove. Soft-reboot was attempted and arm status check displayed joint encoder index error. Hard-reboot performed, surgeon re-homed the arm, and performed a 2nd pass of original cut. Error reappeared and arm locked in patient joint again. Arm removed with manual brake release, case aborted and completed with stryker orthomap express/asm navigation system. Device evaluation and results: fse was on site and cleaned j5 encoder and found a small dirt smudge on alcohol wipe, also cleaned fibre, tested the unit, and rob289 passed all tests. Product history review a review of device history records shows that on 06/30/14 1 device was/were inspected and 1 device was/were placed on nc/npr/qt: (B)(4) revealed that the non-conformance is/are not related to the failure alleged in this compliant. Complaint history review a review of complaints in catsweb and trackwise related to p/n 209999, serial number (B)(4) shows 2 additional complaints related to the failure in this investigation. These complaints are: (B)(4). Conclusions: everything on the arm software logs passed and were within range. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard."

Event description:
During mako tka procedure the robot cut out after completing the distal femoral cut (first cut of procedure) and provided error message #24 in joint #5. The arm was locked in patient¿s joint and required manual brake release to remove. Soft-reboot was attempted and arm status check displayed joint encoder index error. Hard-reboot performed, surgeon re-homed the arm, and performed a 2nd pass of original cut. Error reappeared and arm locked in patient joint again. Arm removed with manual brake release, case aborted and completed with stryker orthomap express/asm navigation system. 11mm cs insert used instead of planned 9mm cr insert. Surgeon otherwise happy with patient outcome. 30 minutes delay in procedure.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During mako tka procedure the robot cut out after completing the distal femoral cut (first cut of procedure) and provided error message #24 in joint #5. The arm was locked in patient¿s joint and required manual brake release to remove. Soft-reboot was attempted and arm status check displayed joint encoder index error. Hard-reboot performed, surgeon re-homed the arm, and performed a 2nd pass of original cut. Error reappeared and arm locked in patient joint again. Arm removed with manual brake release, case aborted and completed with stryker orthomap express/asm navigation system. Eleven mm cs insert used instead of planned 9mm cr insert. Surgeon otherwise happy with patient outcome. 30 minutes delay in procedure.